Event description:
Adverse event(s): "yet to be determined" (no info). Product problem(s): "fiber" (foreign material present in device [iol intraocular lens]). A clinical director reported that an intraocular lens (iol) had a fiber in it. In a follow-up, the technician explained that the fiber was noted to be present after the iol was inserted into the eye (anterior chamber). The impact on the pt postoperatively has yet to be determined. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/16/2010 and 04/02/2010 by phone, fax, and mail. A completed questionnaire was received on 03/31/2010. Additional info is pending. (B) (4). (B) (4). (B) (4).